Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10879. It was reported that patient experienced fever due to an infection. As result, the trial leads were pull out on (B)(6) 2019. Patient was treated with intravenous antibiotics. The issue was resolved.